Manufacturer narrative:
This is one event reported on the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about on (B)(6), 2009 after the use of the product.